Event description:
It was reported that the patient experienced their implantable cardioverter defibrillator nearly eroding through the skin and presented to the hospital emergency room. On (B)(6) 2023, the implant pocket was revised by placing the device at the sub-muscular level. The patient was reported to be in stable condition.